Event description:
See initial report

Manufacturer narrative:
H.10: the replaced component was requested to be returned to livanova for further investigation. It was observed that the motor had bearing damage. Possible causes of bearing damaged are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes are related to environmental conditions.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He traced the failure back to the stirrer motor which was not turning. It could be turned manually but not freely. He replaced the part and the issue was solved. Functional verification testing was completed without further issues and the unit was returned to service. According to the technician the cause was a mechanical defect and not an electronic failure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code during procedure. There was no report of patient injury.